Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico u.s. H11; since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in puerto rico u.s it was reported that the patient did not take out the cannula protector while changing the infusion set on (B)(6) 2024. The blood glucose level was 476 mg/dl and got treated with insulin pump. No further information available.